Event description:
A temperature alarm was reported by the customer, and there was no adverse impact on the customer's blood glucose level. The pump was charging during the alarm and was not exposed to extreme temperatures, using tandem charging supplies. Tandem technical support arranged for a replacement pump to be shipped and instructed the customer to put the malfunctioning pump into storage mode and return it using a prepaid label. The customer understood and acknowledged these instructions, and the backup therapy plan involved using multiple daily injections to ensure uninterrupted insulin delivery.